Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no product was returned for investigation. Major bleed: gi bleed was reported and heparin was stopped as per clinical details. The act values or cause of the bleeding were provided in the clinical details. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history lot- device lot: 1939798. Device history batch- subcomponent lot: n/a. Device history review- device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced gastrointestinal bleeding. In response, heparin was withheld. Later, the patient was successfully weaned from the pump and survived.